Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on 18-feb-2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse removed and cleaned waste chute from back of instrument. Performed x and y axis adjustments for sorter to cup tip lane as well as sorter to stc lane. Fse ran get cup macro and get tip macro then backed up maxis constant. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was waste chute was jammed.

Event description:
On (B)(6) 2016, a customer reported cups piling up from being dropped error 4193 with their aia-2000st analyzer. The customer is unable to run fsh and lh ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh and lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.